Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate showing 27 units instead of the expected 214 units. There was no adverse impact to the customer's blood glucose level. Caller decided to reload the original cartridge and, after reloading, insulin reading showed a successful +180-unit adjustment. Caller was advised on the importance of completing the cartridge air removal step before filling and agreed to follow up if further issues occurred. The tandem pump user guide instructs the user to remove any residual air from the cartridge.